Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The plan is to monitor the patient for the time being. To date, the rv lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.